Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021 h.6. Investigation: five photos and one sample were received by our quality team for evaluation. From the photos, it was observed that there was seemingly lubricant peel off near the catheter tip. The sample was subjected to visual inspection, and a tear at the catheter tip was observed. A device history record could not be evaluated as the lot number is unknown. This nonconformance may be due to a wrong technique used to break the tip adhesion. Based on the instructions for use, the user is advised to ¿hold the grip, rotate the catheter hub to loosen the catheter from the needle. Ensure the catheter tip is positioned behind the needle bevel and the needle bevel is orientated upwards.¿ if the user pushes the catheter upwards instead of rotating, it may cause the tear at the catheter tip. As the sample was returned in opened packaging, the root cause is not able to be established. H3 other text : see h.10

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: this is a report about a damaged catheter. According to the customer's report, a burr was found on the catheter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: this is a report about a damaged catheter. According to the customer's report, a burr was found on the catheter.